Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found the computer has a bad connection to the ram modules. Analysis found the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer needed to be replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported there was a booting issue in which the monitors with show ¿no signal¿ or get stuck on the boot screen. This issue was noted outside of a procedure, and there was no patient involvement.